Event description:
Customer alleged blood glucose result of 326 mg/dl and 126 mg/dl when testing was performed back-to-back on the advantage system. Customer did not report on symptoms and did not treat based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.